Event description:
Deflation of right saline breast implant. Bilateral breast implant exchange with unknown devices.

Event description:
Deflation of right saline breast implant. Bilateral removal of implants. Implants not replaced.